Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007, the patient underwent l3-l4 anterior lumbar interbody fusion perimeter cages, l4-l5 anterior lumbar interbody fusion cages, l5/s1 anterior lumbar interbody fusion cages, and posterior spinal fusion from l4 to the pelvis. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery. After surgery, the patient was sent for physical therapy. Allegedly, "the physical therapy only caused more pain." At a follow-up, it was found that one of the rods in the patient's back had broken. Post-operatively the patient underwent a revision surgery on (B)(6) 2008.